Manufacturer narrative:
The device was returned for analysis. The unspecified failure was confirmed as suture retrieval issue /needle to cuff miss. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.d4 - lot number updated from 3022142 to lot# 2112942. D4: expiration date and h4: manufacturing date updated as a result.

Event description:
It was reported this was a closure of an unspecified vessel relative to a procedure. Reportedly, three proglide devices were used and one "did not work". There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.